Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic, endoscopic component separation, when the balloon was placed to create the space between the externus and internus aponeurosis, the balloon did not inflate. Another device was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the dissector balloon and insufflation bulb, lock collar, trocar balloon and obturator appeared intact. The inflation syringe was not received. The circular seal for the dissector balloon was cut. A functional evaluation found that pmv performed functional testing; using a test syringe the trocar balloon was inflated, no leaks detected. The hole for the dissector balloon was covered, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.